Manufacturer narrative:
Removal of easyspine system, no information about the reason of the revision. Device not returned.

Event description:
Revision to remove easyspine system.

Manufacturer narrative:
After several attemps to obtain information on ref #, lot # or patient outcome, images of the surgery and reason of revision, no information received. Review of traceability and device history record can not be performed. Regarding lack of information available, the root cause of the revision can not be determined.

Event description:
Easyspine : revision + torx broken.